Manufacturer narrative:
Continuation of d10: product ID: 97745nt serial#(B)(6). Product type information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturing representative (rep) called regarding the patient's 97745nt serial number (B)(6). Rep states the patient's controller screen is black and will not turn on. The rep met with the patient and had a spare li battery to try, which resulted in no change to the controller screen. Rep states this has been going on or off for about 2-3 months and the patient previously spoke with someone who told her to reset the controller by taking out the li battery. Rep was unsure who told the patient this, and if it was a manufacterer employee or not. Ts sent email to repair to replace the 97745.

Manufacturer narrative:
Product ID 97745nt, serial# (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.